Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right atrial lead exhibited noise that was oversensed by the device. No intervention was performed. The patient was in stable condition and will continue to be monitored.